Manufacturer narrative:
The initial complaint of sagging is not likely to contribute to or cause serious injury or death, as the pt would still be supported by the bottom layer foam and the foam inside the air cells.

Event description:
It was reported that the mattress was sagging. Upon eval, when the cover was opened staining was present, which suggests fluid ingress occurred. No pt involvement or adverse consequences were reported.